Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument cable broke while surgeon was suturing. Instrument was handed off and a different mega suturecut needle driver was given to surgeon to finish case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage or anything out of the ordinary observed. The surgical task being performed when the issue occurred was suturing of mesh. The instrument did not collide with any other instrument or tool during the procedure. There were no issues related to opening/closing of the grips. There were no issues related to left/right (yaw) motion of the grips. The issue was not related to up/down (pitch) motion of the wrist. There were no cables visibly protruding from the distal end of the instrument. The protruding cable(s) was the one(s) that controls opening/closing of the jaws. The protruding cable(s) one(s) that controls up/down motion of the wrist. No fragments fell inside of the patient¿s anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the idler pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.